Event description:
A pt experienced a delayed transfusion reaction, but displayed no clinical signs or symptoms of such. The reason was discovered in the laboratory, after a post-transfusion sample drawn 12/05 demonstrated an antibody (anti-e). Previous samples from this patient had tested negative using capture-r ready-screen on the galileo instrument. Red blood cell units were transfused based on those negative screening results. A total of 11 units were transfused between 11/06 and 12/05.